Event description:
Initial result for a pt calcium was 8.3 mg/dl. When repeated, the result was 9.4 mg/dl. The incorrect results was not used to provide treatment the field service rep was unable to confirm a malfunction of the system.